Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient had lunch and ate ice cream, she noticed that the cgm was reading 78 mg/dl. The patient did not experience any previous symptoms but she fell down on the street and hit her head to the ground. She sustained 2 cuts above her right eye. The patient was not able to make any treatment decision for the hyperglycemia at the time due to the fall that lead to blood all over her face. The paramedics were called and took a blood glucose reading which was 384 mg/dl. The patient was taken to the emergency room by ambulance and treated there with IV tylenol (paracetamol) . At the hospital a second blood glucose reading was taken which was 288 mg/dl and a computed tomography (CT) scan was performed. The patient recovered and was discharged from the hospital after 6 hours. At the time of the report, the patinet had a headache stated her face was swollen. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.